Event description:
An implant card was received which indicated that the patient underwent lead replacement due to a lead discontinuity. Further follow-up revealed that the patient often has drop attacks and it is possible that this contributed to the lead discontinuity. It was reported that the hospital will not provide the lead for analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.